Event description:
It was reported that two rx promus stents (2.75x12, 2.5x15) were implanted in an unspecified vessel on (B)(6) 2011. On (B)(6) 2012, the patient was diagnosed with recurrent ischemic symptoms lasting 10 minutes or greater, new segment elevation, depression or bundle branch block, and potential myocardial infarction. Repeat angiography was performed as a result of this event. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The 2.5 x 15 mm promus stent referenced is being filed under a separate manufacturer report number. There was no reported product deficiency. The reported patient effects of ischemia and myocardial infarction are known observed and potential adverse events as listed in the promus everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.